Manufacturer narrative:
The product involved in this event has not been returned to allow for an analysis to be performed. It was indicated by the customer that they located a "scrap" unit and replaced the speaker on their own, and therefore, the device will not be returned to masimo for evaluation.  If the product is returned for evaluation or new information is obtained, a follow up report will be submitted. Initial reporter zip code exceeded maximum allowable digits, zip code is as follows:(B)(6).

Event description:
The customer reported that the "speaker has failed so [the] device will not alarm." No known impact or consequence to patient were reported.